Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for two patients tested with coaguchek xs meter serial number (B)(4). A sample from the first patient was tested using a coaguchek pro ii meter, resulting with a value of 3.2 inr. At an unknown time, a sample from this patient was then tested using the complained coaguchek xs meter, resulting with a value of 3.7 inr. Within 30 minutes of meter testing, a sample from the patient was then tested in the laboratory using the thromborel s method, resulting with a value of 2.8 inr. A sample from the second patient (female) was tested using the complained coaguchek xs meter, resulting with a value of 8.0 inr. Within 30 minutes of meter testing, a sample from the patient was then tested in the laboratory using the thromborel s method, resulting with a value of 2.8 inr. No adverse events were alleged to have occurred with the patients. The second patient did not have any symptoms of high or low inr. The first patient's therapeutic range is 2.5 - 3 inr. The second patient's therapeutic range is 2 - 3 inr. The patients did not have any recent changes in diet or lifestyle. The first patient's warfarin dose has been constant at 1 mg. Daily since (B)(6) 2019. The second patient's warfarin dose has been constant, but her inr results have not been constant. The first patient did not have an autoimmune disease. The second patient has leiden factor 5. The reporter's product was requested for investigation. Relevant retention test strips (lot 334 498) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.